Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the pump supplies did not deliver insulin as intended. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was approximately in the 200s mg/dl range.